Event description:
A customer reported three incidents of broken clamps on the 27" double clamp bar. There was no report of pt injury or medical intervention associated with these incidents.

Manufacturer narrative:
Two units were returned for evaluation. The visual examination of the unit revealed that the clamp was broken off of the base. Visual examination of the second unit revealed that the clamp was broken at the hinge. This MDR is being submitted late as it was identified as part of a retrospective review conducted by zimmer orthopedic surgical products (zimmer osp). This retrospective review was conducted in response to an inspectional observation at a zimmer facility. The agency's inspectional observation concerned the company's decision(s) not to submit certain mdrs for products specific to that zimmer facility. While a retrospective review of complaints for unreported mdrs was conducted immediately following the inspection at the facility, zimmer determined that such a review would be conducted at all zimmer facilities. As a result, zimmer osp completed its retrospective review and is now submitting this MDR.